Event description:
It was reported that charging cable was damaged, although charging supplies remained functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies and no additional information was received regarding any further follow-up.